Event description:
The IV infusion bag containing bss or bss+ was not recognized by the alcon centurion system during setup. When the bag door was closed, the blue light that illuminated the neck of the bag was overwhelmed by the reflection of the bag neck. This inability for the bag to be detected is a result of the change in the design and material used to manufacture the neck of the IV bag. The neck is too reflective and overwhelms the detector for the bag reader. The fix is a new software version that lowers the flash intensity so the newer lots of IV bags can be read. The older lots of IV bags are unaffected. Alcon knows of the problem after hundreds of complaints, no patient harm. Event occurs only at setup. Canceling the case or repeatedly trying to get the bag detected were the only choices. Alcon calls the software upgrade an enhancement. The alcon centurion cannot operate or recognize the bag reliably until the software is upgraded to 3.02 or higher version. FDA safety report ID# .